Manufacturer narrative:
This follow-up MDR is created to document the corrected device receive date and the evaluation of the returned device. A titan touch pump, two cylinders and reservoir were received for evaluation. Examination and testing revealed a separation in the exhaust tube of cylinder 1 near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the separation revealed a crease mark at the separation, indicating the tubing had kinked for a period of time. Abrasion was noted on all tubes of the pump, exhaust tube of cylinder 2 and inlet tube of the reservoir. No functional abnormalities were noted with the pump, cylinder 2 or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time, which resulted in the separation. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing fracture, proximal end.